Event description:
It was reported that patient presented in clinic for routine follow-up. Upon interrogation, it was found that patient's insertable cardiac monitor(icm) was in backup mode. The device was explanted. There were no patient consequences.